Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with high sleep current due to corroded electronic assemblies. Unable to confirm unexpected low battery alarms in pump history download due to download anomaly. However, pump had high sleep current due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, stained serial number label and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 115 mg/dl at the time of the incident. Customer stated the insulin pump was submerged underwater in the pool for the first time and now it has condensation under the screen also, every 24 hours the battery must be changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.